Manufacturer narrative:
Continuation of d10: product ID a820 lot # serial # unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain indications. It was reported that the patient's personal therapy manager (ptm) had "gone offline". The patient mentioned that they charged the handset and now nothing was showing on their handset. The patient confirmed seeing a black screen. The patient powered on thehandset and was able to access the myptm application. The patient connected to the myptm application but saw a message saying, "wait or close". The patient mentioned that this happened to them 3-4 times. The patient also mentioned getting stuck at 90%. The patient cleared data and was able to successfully deliver a bolus. The patient had 10 boluses per day.